Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 40 mmg/mm morphine at a dose of 18 mg/day via an implantable pump for non-malignant pain. It was reported that the patient had a hip replacement done on (B)(6) 2016. On (B)(6) 2016, the patient was presented obtunded and narcan was administered, which allowed the patient to have voluntary respirations. The last refill was on (B)(6) 2016 and the patient had 2 boluses from the personal therapy manager (ptm) on (B)(6) 2016 and 1 on (B)(6) 2016. There were no environmental, external, patient factors. The ptm logs were accessed and the pump was read. It was unknown if the issue was resolved. The ptm was programmed to deliver 2 mg every 3 hours for a max of 4 in a 24 hour period. The medications the patient was taking were pain medications, 1 percocet (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.